Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion. Occlusion, prime, force system sensor and excessive no delivery tests, self, restart error, and displacement tests. No excessive no delivery alarms noted. Unit received with cracked case at display window corners and display window. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 1118mg/dl and diabetic ketoacidosis. Customer treated with a shot. Customer also indicated that the pump alarmed no delivery and troubleshooting assisted customer in performing a manual prime. However, the pump alarmed after prime. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting.